Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 28-feb-2018 from a healthcare professional via a company representative who reported that the patient¿s medical history included hypertension, cardiac stents, lung disease, arthritis, anemia, cholecystectomy, left nephrectomy, and ¿pre-dm¿. No additional actions/interventions were taken. The cause of the patient¿s somnolence was not determined. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid (1.5 mg/ml at 0.0721 mg/day) and bupivacaine (5.0 mg/ml at 0.2404 mg/day) via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2018 the patient was in the ER (emergency room) due to somnolence. Two doses of narcan (0.5 mg each) were administered at 11:23 and 11:28 per the ER nurse. The patient was awake and interactive at the time of the reporter¿s arrival. The pump was programmed to minimum rate with dilaudid (1.5 mg/ml at 0.0094 mg/day) and bupivacaine (5.0 mg/ml at 0.0312 mg/day) per the pump managing doctor¿s request. The environmental, external, or patient factors that may have led or contributed to the issue were indeterminable at the time of the report. No surgical intervention occurred and none was planned. The patient¿s status was reported as ¿alive ¿ no injury¿. The issue was resolved. No further complications have been reported as a result of this event.